Manufacturer narrative:
Product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported their recharging sessions had been getting interrupted by 'replace controller batteries soon [screen 70]' screen. Agent asked if that message came up when only charging implant, to which pt said not necessarily, then described the controller kept saying 'charging' even when recharger had been removed from controller. Pt said controller would say 'move controller closer to device' (which they would do), then they'd try again, and they would turn the controller on and off, and reset by removing and reinserting the battery pack to clear the message. Agent asked if the controller showed 'no device found' to which pt said "no, a couple times it said I needed a new battery." Pt said the controller kept saying 'looking for device, no device found' as they were attempting to begin charging implant. Pt said they were last able to charge their implant two days ago, but not without difficulty. Pt said they would start charging implant with controller at 100%, then the controller would deplete as they were charging implant, but the implant would not be incrementing. The circumstances that led to the reported issue were asked but unknown. Pt confirmed controller would charge to 100% and green light flashed on controller when charging from ac power supply. Pt examined recharger plug/cord and controller port for damages. Pt said 'somewhere must be shorting out.' Pt reported the recharger plug appeared a bit discolored on sides, and confirmed their recharger had been heating up unusually hot/pretty warm when trying to charge implant. Pt said the recharger was still pretty warm while on call, as they had tried charging before calling patient services. The issue was not resolved. An email was sent to the repair department to replace the recharger.